Manufacturer narrative:
On 04/17/2017: root cause: all test passed, no fault was found on the returned inhalation module. The reported complaint of crossover circuit fault (e/c 3117) was not duplicated.

Event description:
The customer reported a crossover circuit fault after changing the crossover cylinder. The customer reported there was no patient involvement.